Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient's mother reported her daughter went to bed with blood glucose (bg) reading at 15 mmol/l (270 mg/dl) and the next morning it read 16 mmol/l (288 mg/dl). She ate breakfast and her bg rose to 20 mmol/l (360 mg/dl). The adhesive pad was coming loose while playing, so they taped the pod down, and upon inspection it was noted that the cannula was out of the skin. The pod was worn longer than 48 hours on the leg. She gave her a manual injection of insulin (exact amount was not provided) and noticed her daughter was throwing up so she took her to the hospital at 12:00 pm. Upon arrival she was diagnosed with diabetic ketoacidosis. They placed her on an intravenous therapy (IV) of fluid, insulin through IV and manual injections. They also gave her anti-nausea medication. She was released from the hospital at 9:00 pm.